Manufacturer narrative:
Review of the provided patient files dated on 14 july 2025 led to the following observations: since on (B)(6) 2023, ventricular autosensing histograms showed sensing near the borderline zone during vf, which could indicate potential sensing issues at ventricular level. Since on (B)(6) 2025, rv lead impedance and rv coil continuity measurements were stable and within normal range. -several non-sustained episodes are recorded in the device memory. None of those episodes didn't show non-physiological signal. On (B)(6) 2025, the only vf episode recorded in the device memory, showed ventricular noise oversensing, with a noise pattern regular and superimposed with physiological signals, leading to the charge (without delivering inappropriate therapy). The observed noise most probably resulted from electromagnetic interferences (emi) at 50 hz. Note that the implant manual warns the patient about the ¿potential risks of defibrillator malfunction if he is exposed to external magnetic, electrical, or electromagnetic signals¿: based on available data, no issue is suspected on the subject ICD. However, careful monitoring of this phenomenon should be performed upon each follow-up.

Event description:
Reportedly, in the remote follow-up report from 14th of july 2025, on (B)(6) july, there is a noisy episode on the ventricular channel classified as ventricular fibrillation, not treated. Although external interference is suspected, doctor is asking for a technical analysis.